Event description:
Healthcare provider reports: hemochron signature elite alleged to be giving intermittent unexpected act results "> 800" and intermittent expected act results. Customer faxed in data on three separate cases showing the intermittent act results of "> 800" in one case. Two of the three cases show side by side act results with another signature elite which did not give intermittent unexpected results. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.